Event description:
A barostim system was titrated on (B)(6) 2023 from 3ma to 6ma, and no extraneous stimulation occurred during the programming. The patient experienced high ventricular tachycardia overnight, as well as extraneous stimulation from their chest to their neck. The patient presented to the emergency department on (B)(6) 2023 and was admitted with light headedness, heavy chest feeling, and rapid increases in ejection fraction. The patient's ICD was interrogated during their hospital stay, and, per the patient, nothing alarming was noted on the ICD logs. The ICD counters were deleted by the hospital. The patient had been discharged from the hospital on (B)(6) 2023. On (B)(6) 2023, an attempt was made to drastically increase the barostim programming to recreate the stimulation sensation, but the stimulation was not able to be recreated. Barostim therapy was decreased to the original settings, and the physician determined to keep the barostim system programming the same and schedule a follow-up for 13-sep-2023. It was noted the site tried to review the ICD, however, no information was available as the hospital had deleted the counters. As of (B)(6) 2023, the patient was doing well and tolerated a standard barostim therapy increase. The physician was able to confirm there was no ventricular tachycardia in the ICD report. The physician was unable to determine the root cause of the event.

Manufacturer narrative:
Cvrx ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID (B)(4).

Event description:
A barostim system was titrated on (B)(6) 2023 from 3ma to 6ma, and no extraneous stimulation occurred during the programming. The patient experienced high ventricular tachycardia overnight, as well as extraneous stimulation from their chest to their neck. The patient presented to the emergency department on (B)(6) 2023 and was admitted. The patient's ICD was interrogated during their hospital stay, and, per the patient, nothing alarming was noted on the ICD logs. The ICD counters were deleted by the hospital. The patient had been discharged from the hospital on (B)(6) 2023. On (B)(6) 2023, an attempt was made to drastically increase the barostim programming to recreate the stimulation sensation, but the stimulation was not able to be recreated. Barostim therapy was decreased to the original settings, and the physician determined to keep the barostim system programming the same and schedule a follow-up for (B)(6) 2023. It was noted the site tried to review the ICD, however, no information was available as the hospital had deleted the counters. The physician was unable to determine the root cause of the event.